Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. The customer did not specify if the usb cable in use was provided by tandem. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer declined to provide further information to tandem technical support.